Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. Customer stated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue using the device.

Manufacturer narrative:
Retainer ring = black on july 30, 2022, customer returned insulin pump for an alleged moisture and critical insulin pump error (open book image) alarm. No critical insulin pump error (open book image) alarm noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self-test but failed the sleep current test due to moisture damage on the electronic assembly. Successfully downloaded history files and traces using thus. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, battery tube, force sensor, and motor. In further full review in the insulin pump history, critical error handling found on: insulin pump error (variable 12) (file number = 522, line number = 341) on 07/30/2022 13:18:27.000. Force sensor was not tested outside due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and faded serial number label damage. In summary, insulin pump passed all required testing except for the sleep current test due to moisture damage on the electronic assembly. Customer alleged critical insulin pump error (open book image) was not confirmed. However, found insulin pump error alarm in the insulin pump history due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.